Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the tissue was sticking to the elbow area of the force bipolar instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A follow-up report will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The force bipolar instrument associated with the complaint was used during this procedure. It has 12 max tool uses, used once during the procedure, and had 6 remaining uses. A backup force bipolar instrument was subsequently used without any issues. An advanced system log review was conducted by an isi failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the provided image was performed by an isi clinical development engineer. The following additional information was provided: it appeared that there was likely tissue stuck in the distal clevis of the force bipolar, but with the poor lighting of the image it was unable to be confirmed.